Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Seventeen 2000e samples were received for investigation in sealed packaging; twelve from lot 19095758 and five from lot 19075590. The connecting product was not returned to assist the investigation. A visual inspection did identify any signs of damage or manufacturing defects which could have caused or contributed to the customer's experience. The samples were subjected to pressure testing under positive and negative pressures; no leakage or air ingress was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19095758 and 19075590 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample and the connecting product were not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months. H3 other text : see section h.10.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.